Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis include, but are not limited to, vascular spasm or vascular trauma (e.g. Rupture), aortic expansion (e.g. Aneurysm), and death. The IFU also states that key anatomic elements that may affect successful treatment of the lesion include severe neck angulation, short aortic neck(s) and significant thrombus and/or calcium at the arterial implantation sites. In the presence of anatomical limitations, a longer neck length may be required to obtain adequate sealing and fixation.

Event description:
On (B)(6) 2017 the patient underwent endovascular treatment of a descending aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis (ctag). It was reported that, as the treatment range was long and there were two aneurysms, the physician opted to initially treat only the distal aneurysm. Treatment for the proximal aneurysm was planned for a later date. It was reported that the proximal end of the ctag device being used to treat the distal aneurysm had a landing zone inside the proximal aneurysm due to the lack of sealing length between the aneurysms. The procedure was successfully completed, and the patient tolerated the procedure. Follow-up imaging on an unknown date revealed no aneurysm enlargement of the proximal aneurysm, which was reported as approximately 50mm. Therefore, the physician elected to monitor the aneurysm rather than perform a secondary tevar procedure. On (B)(6) 2020 proximal aneurysm rupture occurred at the area of the uncovered proximal stent edge of the ctag device. The patient was transferred to the hospital. The patient expired. The reported cause of death was aneurysm rupture.